Event description:
The complainant reports an under delivery. It was reported that the pump states 750ml of feed delivered over night, however, the actual amount delivered was 245ml.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally, which is the same or similar to a device that is marketed domestically.